Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 11jun2019. A touchscreen assembly was returned to the fi (failure investigation) lab for evaluation. An investigation was performed and the reported issue was confirmed. The root cause was determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 14mar2019. Date received by MFR: 07mar2019. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.